Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts from the proximal half of the stent were stretched and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, 32mm in length, eccentric, de novo target lesion was located in the significantly narrowed, mildly tortuous, mildly calcified and 2.2-2.5mm diameter mid left circumflex artery. The lesion contained >45 and <90 degrees bend. The ostium was cannulated coaxially using a 7f 3.5 non bsc guide catheter. After a non bsc guide wire crossed the distal portion of the lesion, predilation was performed using a 1.5x15mm non bsc balloon catheter. Then a 2.50x38mm promus element ¿ long stent was advanced however resistance was encountered. The device was removed and it was noted that some of the stent struts were lifted. The procedure was completed using a 2.75x38mm promus element stent with good results. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, 32mm in length, eccentric, de novo target lesion was located in the significantly narrowed, mildly tortuous, mildly calcified and 2.2-2.5mm diameter mid left circumflex artery. The lesion contained >45 and <90 degrees bend. The ostium was cannulated coaxially using a 7f 3.5 non bsc guide catheter. After a non bsc guide wire crossed the distal portion of the lesion, predilation was performed using a 1.5x15mm non bsc balloon catheter. Then a 2.50x38mm promus element ¿ long stent was advanced however resistance was encountered. The device was removed and it was noted that some of the stent struts were lifted. The procedure was completed using a 2.75x38mm promus element stent with good results. No patient complications were reported and the patient¿s status was stable.